Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value was not provided; cause was unknown. Customer attempted to address their bg with orange juice and pepsi, and doesn't recall treatment at hospital. Customer was discharged the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.